Event description:
The unit primed okay. 5 minutes into bypass, the perfusionist experienced very low to no flow from the arterial outlet. The unit was changed out. No pt injury occurred as a result of this event. No further details or pt info was provided.